Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
The field service engineer received call a surgeon in regards to 2 shut downs that had occurred during surgery. He noted that there seemed to be a possible connection between the bovie he was using and the shutdowns, given both seemed to occur at about the time he was coagulating the dura. The surgeon later called to let me know no further shutdowns occurred once he switched to a "low energy plasma" tool for coagulating the dura.

Manufacturer narrative:
It was reported that two communication errors occurred during a surgery while the surgeon was using a coagulation tool. DHR review and review of complaint history did not identify any contributory factors to the event. According to technical investigation three communication errors occurred. The first communication error occurred in guidance due to a communication breakdown between rosario and the controller. The two other communication errors occurred while the surgeon was using the coagulation tool at high intensity. This is the only occurrence of this issue on device ro15052. Based on the investigation performed, the technical root cause of the first communication error was determined to be related to the design of the device. The technical root cause of the second and the third communication errors was determined to be linked to the use of the coagulating tool.